Event description:
A customer reported to baxter product surveillance of a vented spike adapter in which the spike adapter separated from an unknown secondary set. This condition occurred during priming. There was no patient involvement or medical intervention necessary for this file. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This product is 510k exempt.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.